Manufacturer narrative:
Additional information was received from the customer that the suspect transducer was repaired by a third party vendor and remains at the customer site. Subsequently, the cause of the failure and repair details are unknown. No additional information was obtained by the customer other than the problem was solved and the transducer was repaired to their satisfaction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported their x7-2t model transducer was damaged which caused a loss of articulation. There was no injury associated with this event.